Event description:
Medtronic received information that no delivery/occlusion alarm during priming occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer = black. Customer returned pump for an alleged no delivery/occlusion alarm found on sep 28, 2021. Pump passed the rewind test. Pump failed prime/seating test. Unable to verify no delivery alarm or perform prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to unable to seated. Thump software was utilized and downloaded trace/history files properly. In further full review in the pump history file/ trace found (16) no delivery/occlusion alarms in the pump diagnostic trace on sep 28, 2021 started from 9:08 am to 6:30 pm during bolus delivery. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly and force sensor assembly. The force sensor measurement was within spec range (22.8 mv). Found dried insulin on motor slide. Cleaned up the dried insulin on motor slide and unit passed the prime/seating test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. No delivery/occlusion alarm was unable to confirmed due to unable to prime/seating. Unable to prime/seating due to dried insulin on motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.